Event description:
It was reported that stem had loosened, took stem out and put in a long stem.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.